Event description:
Original complaint: when unit is turned on it beeps 3 times then indicates service needed -clock. Clock can be reset, but when unit is turned off then on again, the clock resets to zero. Per letter sent with unit found 3/17/97: "the AED was hooked up to a cardiac arrest pt, on a witnessed cardiac arrest. The module was cleared per our protocol. When the AED was turned on, it beeped three times and the message "service required clock" was displayed, then the AED turned itself off. Changing batteries did not help. Co met a medic unit a few minutes later which revealed the pt was in v-fib. The pt did not survive. We are extremely distressed that during the routine testing of this unit there was no indication that the internal battery was going to fail soon; also, that there was no override that could have been used so we could have defibrillated the pt on the scene. We also are distressed that co has already been contacted regarding a potential lawsuit due to co's equipment failing."